Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event and confirmed the issue by reviewing the patient results. The fse found a leaking wash probe and replaced the washing probe assembly, resolving the issue. After the replacement, testosterone quality control was within range and precision was run on the patient sample within specifications and without errors. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the search period. The st tes, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant results was due to component failure of the washing probe assembly.

Event description:
A customer reported discrepant testosterone (test) results on the aia-2000 analyzer. The original result obtained from the patient was 1836.3ng/dl. The doctor questioned the result and testing was repeated the following day and result was 293.1ng/dl. The second test result was reported to the doctor but was not included in the patient chart. Quality control (qc) and calibration were in range. The customer reran the patient samples for that week and received different results. A field service engineer (fse) was dispatched to assist the customer with the issue. There is no indication of any patient intervention or adverse health consequences due to the reported event.